Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the hakim in-line with unitized siphon guard valve had separation of the ventricular catheter and valve. The valve was implanted six years ago and remains implanted. Approximately 18 months ago an image confirmed that the proximal catheter had separated from the valve. It is reported that the patient has had no adverse effects. At the time of implantation, an anterior angle puncture was made, the catheter penetrated to the fossa cranii posterior. No further information was provided by hospital. The product will not be returned to your site.